Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts. It should also be noted that the IFU states; deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. The IFU specifies the nominal rated burst pressure (rbp) is 15 atmospheres (atm). It is unknown if the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported device operates differently (failure to seal)/stent graft leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented with a pseudoaneurysm in the right renal artery. Coiling of the artery was performed to seal the perforation but was not successful. A 4.0 x 19 mm rx graftmaster stent was then advanced to the left renal artery and deployed at 3 atmospheres. The stent significantly reduced the flow to the pseudoaneurysm. However, pseudoaneurysm continued to grow and was still actively bleeding. The patient underwent a complete coiling of the left renal artery to stop blood loss. The perforation was then sealed. There were no reported adverse patient sequelae. No additional information was provided.